Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. Charred blood and tissue particles was observed on the jaws and the heater wire. The heater wire was flexed away from the middle of the jaws. It remained attached at the base and the tip of the jaws. No other visual non-conformities were observed. Based on the return condition of the device and the evaluation results, the reported failure was confirmed for the reported failure " bent wire". Specific actions have been maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wire lifted away from jaws. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery wire lifted away from jaws. The hospital did not report any patient effects.